Event description:
Information received by medtronic indicated that the customer's insulin pump had a communication issue with meter. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator and failed during no communicate during testing. Also, failed connection to carelink pro. Pump history download using thds was successful. There is no data available in the history file on reported event date. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Swapping out test boards confirms no communicate to test minilink and the glucose sensor simulator is isolated to rf board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker. Unit passed all required test. Pump having not communicate to bg meter and cannot upload data to carelink pro is isolated to rf board confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.